Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch for the second procedure of this complaint to remove broken piece is 1221934-2015-10065. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
During a knee procedure the tip of the electrode detached in the joint but it was not noticed by the surgeon immediately. The electrode tip had to be removed during a second procedure under x-ray control.